Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a female patient. The following data was provided (customer provided cutoff: women is 16 pg/ml, males is 34 pg/ml): on (B)(6) 2022, sid: (B)(6) initial result = 25.7 pg/ml, repeats = 20.9 pg/ml, 6.2 pg/ml, and 6.8 pg/ml, repeat on another alinity = 6.1 pg/ml. Another tube of the patient (which was hemolyzed) = 5.4 pg/ml. The instrument generated sample pipettor aspiration errors twice during repeat testing. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: (B)(6). This report is being filed on an international product, list number: 8p13 has a similar product distributed in the us, list number: 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 44238ud00 and the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient result for lot 44238ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent for lot 44238ud00 was identified.